Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad program coordinator that the pt experienced gi bleeding. Anticoagulation was stopped experienced rising lactate dehydrogenase. The pt was placed on heparin and lactate dehydrogenase decreased. Pump thrombus is suspected. The pt was listed 1a for transplant. Additional information received that the pt is still status 1a for transplant. The lactate dehydrogenase decreased after heparin infusion. He was most recently readmitted for gi bleeding again. He is not on any anti-coagulation because of the bleed.

Manufacturer narrative:
No further information is available at this time. Supplemental report will be submitted when the manufacturer's investigation is completed.